Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions to reset the pump, and the customer was guided through the process. Following the reset, the cgm error did not reoccur, and the customer successfully initiated their sensor session.